Event description:
It was reported that during implant procedure, the backup system controller was being set up. The perfusionist placed the emergency backup battery (ebb) into the controller and replaced the cover. When the perfusionist was tightening the screws, the entire cap of the screw broke off. A new controller was obtained and prepped without incident.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the screw head breaking off of the screws on the backup battery cover was confirmed during evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was visually inspected revealed one of the screws used to secure the backup battery cover had broken off. Despite the observed damage, the remaining screws were able to secure the backup battery cover to the controller. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues or atypical alarms. The account submitted a photo which also captured that the head of one of the backup battery cover screws had broken off. Although root cause was not determined through this investigation, a manufacturing analysis task has been opened to further investigate the issue of the screw head breaking off from the screw. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.